Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Findings: unit received with blank display due to moisture damage at electronic assembly. The motor assembly has moisture damage noted. Unable to verify critical pump error alarm due to blank display. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked case behind the pump near the battery tube compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.